Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving hydromorphone of an unknown concentration and an unknown dose, clonidine at a concentration of 110 mcg/ml at an unknown dose and bupivacaine at a concentration of 45 mg/ml at an unknown dose via an implantable infusion pump for non-malignant pain. It was reported that on an unknown date the patient's pump ran dry and the patient was hot flashing, their blood pressure went up real high; had anxiety and low back was hurting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.